Event description:
The following was reported to hamilton medical ag: ventilator froze during boot-up bedside before going on a patient. They were able to power it down and back on and continued to use ventilator for patient. No patient harm. Failure cannot be replicated. Customer claims battery communication errors (see (B)(6) 2024 08:23:03).did not occur during ventilation, but did occur prior to ventilating patient no health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: ventilator froze during boot-up bedside before going on a patient. They were able to power it down and back on and continued to use ventilator for patient. No patient harm. Failure cannot be replicated. Customer claims battery communication errors (see 2024-02-28 08:23:03). Did not occur during ventilation, but did occur prior to ventilating patient no health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Follow-up 2 - additional information: the entry fields b4, g6, h2, h6 and h11 have been updated. The device froze during start-up and failed the self-test. The issue was resolved by restarting the device, after which it operated normally. No patient was involved. Consequently, the event did not cause or contributed to a death or serious injury. A failed self-test is designed to prevent use of the device in case of a potential malfunction. It ensures that any technical issue is detected before the device is placed into clinical operation. In this case, the self-test functioned as intended. As the failure occurred during system initialization, was not reproducible, and no harm occurred, the event is assessed as not reportable and can be closed with this follow-up.

Event description:
The following was reported to hamilton medical ag: ventilator froze during boot-up bedside before going on a patient. They were able to power it down and back on and continued to use ventilator for patient. No patient harm. Failure cannot be replicated. Customer claims battery communication errors (see 2024-02-28 08:23:03). Did not occur during ventilation, but did occur prior to ventilating patient no health consequences or impact.